Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology valve closed and caused medication to leak from the luer-lock joint. The following information was provided by the initial reporter: "smart slip valve closed and resulted in medication dose leaking through hypodermic and syringe luerlok joint."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305892 and lot number 2112008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (B)(4) retained samples of the same lot number were obtained from the manufacturing facility. However, no issues were observed with any of the retained samples upon inspection. Based on the investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology valve closed and caused medication to leak from the luer-lock joint. The following information was provided by the initial reporter: "smart slip valve closed and resulted in medication dose leaking through hypodermic and syringe luerlok joint."